Event description:
Lifecor billing was doing vest calls in 2008 to discuss changes in insurance and the family stated the pt had passed away. Lifecor customer support spoke to the pt's son who had traveled to the pt's house and asked if the pt was wearing the device at the time of death. The pt's son was unfamiliar with the device. The pt's wife was contacted on 02/27/2008, 02/29/2008, 03/03/2008, and 03/04/2008. The sys was returned to lifecor on 03/06/2008.

Manufacturer narrative:
Device mfg device monitor: 11/2007. Electrode belt - 12/2005. Device evaluations of monitor and electrode belt have been completed. Monitor was found to be functionally normal. The electrode belt had an open r2. R2 is the resistor that is part of the driven ground relay circuit. If an external shock is delivered, it protects the monitor from receiving the full shock. It was repaired. They were retested and restocked. Conclusions: ventricular arrhythmias were properly detected by the lifevest, which appeared to operate as designed. CPR by medical personnel, undoubtedly appropriate, both prevented proper lifevest defibrillation attempts and created inappropriate lifevest detections. The pt had life-threatening bradyarrhythmia and tachyarrhythmia episodes.